Manufacturer narrative:
Date of event - event date was not reported and was approximated to (B)(6) 2021.implant date - implant date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the patient experienced a liver abscess and liver infarction/necrosis. 100 micron oncozene microspheres were selected for use in a chemo embolization procedure in the liver. The microspheres were delivered. The patient experienced a liver abscess complication and liver infarction/necrosis. A drain was placed in the abscess. The patient stabilized and was fine.

Event description:
It was reported that the patient experienced a liver abscess and liver infarction / necrosis. 100 micron oncozene microspheres were selected for use in a chemo embolization procedure in the liver. The microspheres were delivered. The patient experienced a liver abscess complication and liver infarction / necrosis. A drain was placed in the abscess. The patient stabilized and was fine. It was further reported that the patient was treated for hepatocellular carcinoma (hcc) with drug-eluting bead trans-arterial chemoembolization (deb-tace) using the 100 micron oncozene microspheres on (B)(6) 2020. On (B)(6) 2020, the liver abscess and extensive right lobe necrosis was first detected.